Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H.4: corrected the manufacturing date from 07/06/2019 to 07/08/2019. A review of batch records 9f05216 was performed by compliance engineer on august 09, 2020. Lot 9f05216 was manufactured on july 08, 2019, on the bodolay line with a total of (B)(4) each (ea). All the components utilized were correct per bill of materials (bom), under international commodity code (icc) (B)(4), system application product (sap) material identification (B)(4) and manufacturing order (B)(4). The testing results were found satisfactory and the crew requirements and responsibilities, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instructions. In addition, the dressing bulk batch record 9g00951 was reviewed, and all test results were satisfactory, the process followed was found to be in accordance with process instructions and no irregularities or non-conformances related to this issue was found in the documentation. Therefore, no discrepancy related to this issue were found in the revised documentation. There are two photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Based in the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: 1. Material: embedded spots - allowable for chemical manufacturing & control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. 2. Machine: high temperature at mixer 06 may cause mass burned. 3. Method: residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. Actions were taken for each factor identified under a corrective / preventive action (CAPA). The investigation associated with non-conformance has been approved and is complete. This complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Device 10 of 18. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "found the black spot in dressing.¿ the product was not used on patient. No harm reported." Photographs depicting the reported complaint issue were provided by the complainant.